Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for needle clog on this lot #. No non-conformance's were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (2) open 31gx5mm bd pen needles without tear drop labels or covers attached. Consumer reported no insulin flow. Both returned pen needles were examined, then tested for flow using a test pen injector. Both pen needles were unable to expel properly. A wire test was then performed on both samples: the wire passed through each cannula, however, there was a small clear residue observed at the tip of the wire after being through each cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd pen ndl 31ga 5mm was unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported no insulin flow and reuses pen needles owing to financial constraints. Date of event : unknown. Samples : available.